Manufacturer narrative:
Batch review performed on 06 november 2017. Lot 120452: (B)(4) items manufactured and released on 03 may 2012. Expiration date: 2017-03-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The surgeon determined that the implant showed signs of subsiding. The surgeon removed and replaced liner and head. The surgery was completed successfully.